Manufacturer narrative:
This supplemental report is being submitted to correct the initial medwatch, which reported the malfunction found during device evaluation, to include the customer's reportable malfunction allegation inadvertently left out of the previous report. Correction to the g3 of the initial medwatch. The aware date should be 16sep2024. Corrected fields: b5, d5, e1, g2.

Event description:
It was reported that the video system center's image flickered in and out and the image was dim. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due a defective printed circuit board. However, while the device malfunction was confirmed, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the video system center exhibited no image due to a printed circuit board failure. There were no reports of patient involvement.